Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient experienced an appropriate treatment event from the lifevest. It was reported that the patient was in a rehab center with a doctor present at the time of passing. At 19:11:16, the patient received the treatment. The patient's rhythm at the time of the treatment was vf with motion and tactile artifact. The post shock rhythm was asystole for approximately 19.99 seconds with motion and tactile artifact, transitioning to sinus bradycardia at 30 bpm with bbb and pvcs. It was reported that after the lifevest treatment, the patient's doctor made attempts to resuscitate the patient. The patient passed away on (B)(6) 2019. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.